Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: occlusion alarm observed in black box; the force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test reveals sensor is detecting low force at 5 lbs. Pump exercised for 24 hours with no occlusions occurring. Resistance on force sensor measured and found within specifications. Pump opened and moisture damage found throughout pump, including within force sensor housing. No other damage found to force sensor circuit.